Event description:
It was reported that, patient stated that she is experiencing squeaking and constant pain, ever since she had hip implant.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be reported in a supplemental report.